Event description:
It was reported that: hosp staff was alerted by a low oxygen saturation alarm from a pulse oximeter. The spo2 reading was 77%. The ventilator was found to have no electrical power and no alarms were observed. The patient was disconnected from the ventilator and bagged, oxygen saturation returned to normal. The pt was connected to another ventilator, there were no adverse effects on the pt. The ventilator was removed from intensive care unit, plugged in to an electrical outlet and powered up normally. Alarms also functioned normally.